Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2018 with the following findings: power on reset events were recorded in the black box. The battery compartment was confirmed to be cracked. The returned battery cap had stripped threads and was not able to maintain electrical connection when placed on the pump. Intermittent power was duplicated with the damaged cap in place. Investigation duplicated the complaint. A test cap was placed on the pump and was able to maintain electrical connection for testing. The pump was exercised for 24 hours without power loss using the test cap. Unrelated to the original complaint, the display screen was noted to be dim/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment and cap were damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.